Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination total of the valve (adhesive failure) and observed cracked valve seat diaphragm valve. Other-technical: no observed particles in the valve. Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Patient's weight: 120.55lbs. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.